Event description:
The device was used to analyze the pt ECG and rendered a shock indicated decision. Defibrillator energy was delivered to the pt. Reportedly, just after defibrillator discharge, the device power spontaneously shut off and back on again, at which time a check electrodes message was displayed. The device was again used to analyze the pt ECG, charged and delivered defibrillator energy to the pt. At this time an als crew arrived on scene and used their manual defibrillator to continue pt treatment. The pt was not resuscitated. The reporter stated the reported discrepancy did not affect pt outcome, based upon use of the backup defibrillator.